Event description:
A report was received that the patient had lost stimulation. An impedance check revealed that the patient¿s lead displayed high impedances. The patient underwent a lead revision procedure and the physician chose to replace the lead, due to suspected lead fracture. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The returned infinion lead passed mechanical testing. The complaint regarding the lead was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 9 inches from the proximal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.

Event description:
A report was received that the patient had lost stimulation. An impedance check revealed that the patient¿s lead displayed high impedances. The patient underwent a lead revision procedure and the physician chose to replace the lead, due to suspected lead fracture. The patient was reportedly doing well following the procedure.